Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was later reported that the cause of the event was a leak in the catheter. Patient resolved without sequela on (B)(6)-2011, after the catheter was spliced.

Event description:
It was reported that the pt presented to the emergency room on (B)(6) 2011 with mild withdrawal symptoms, especially with increased pain, nausea and shakiness. It resulted in in-patient hospitalization. Diagnostics, interventions and pt outcome were not stated. Drug delivered via the device was morphine 5.0 mg/ml at a daily dose of 1.3513 mg/day. A follow-up report will be sent if additional information becomes available.